Event description:
The cryomega is a disposable cryosurgical device that sprays liquid nitrous oxide. The device is received by a health care professional with the gas cylinder unpierced. To use the unit, the operator pushes a lever until the cylinder is pierced and ready to spray gas. The physician reported that on (B)(6) 2014, when she went to activate the unit, she felt some cryogen escape from the device, then the unit blew apart with the cylinder flying and hitting an employee in the head. The physician stated that she used the device on (B)(6) 2014 and experienced no problems. The employee has a headache. The physician indicated that they iced the employee's temple area and sent her home early with medication for a headache on (B)(6) 2014. The patient continued to have a headache during the week and a CT scan was performed on (B)(6) 2014. No patient was involved.

Manufacturer narrative:
Background: the cryomega device is activated by first moving the actuation lever forward which pierces the nitrous oxide cylinder. The next step requires the operator to "click" the lever down and lock it into place. The last step to actuate and spray gas requires the operator to depress the actuator button that moves the valve opening the path for gas to spray. The unit is not to be opened or disassembled once activated. Investigation: the cryomega device involved in the complaint was returned to cryoconcepts lp on (B)(4) 2014. The cryomega device was received disassembled. Add' l lot # 3012.